Event description:
It was reported that, during a cori-assisted tka, one component from the inside of a real intelligence robotic drill detached. It is unknown if the piece fell into the patient. After the mentioned detachment, it is now impossible to connect the handle with the long attachment. Surgery was resumed, after a delay greater than 30 min, by manual procedure instead. The patient was not harmed.

Manufacturer narrative:
Reference number: (B)(4).

Manufacturer narrative:
H3, h6: the cori, real intelligence robotic drill, part number rob10013, sn (B)(6), used for treatment was returned for evaluation. A relationship between the reported event and the device was established. The reported problem was visually confirmed. The carriage seal cap is missing. A functional evaluation was performed. The reported problem was confirmed. Disassembly revealed the threaded section of the carriage was sheared off. The most likely cause of this event is mishandling during shipping, storage, use or reuse of the device, wear and tear over time. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. Refer to the real intelligence cori for knee arthroplasty user manual, section setting up a cori knee procedure: setting up the instruments, connecting the robotic drill for proper set up and handling. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored through complaint investigation and post market surveillance activities.